Event description:
Patient received epidural at 1215. Patient did receive relief. At approximately 1700, patient was complaining of pain and did not have an epidural level. Epidural was rebolused with some relief. At 1900, patient again complaining of severe pain. Anesthesiologist came at 1940 to replace epidural. When the infusion bag was removed from the pump, it still had 100ml in it, which was the starting amount. The pump showed 20ml left in bag. Pump was sent to clinical engineering for inspection. Inspection found a kink in the tubing. Once tubing was placed in pump correctly, the flow was accurate.